Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018, alleging an intermittent vibration issue. The reporter confirmed that the audio tone alerts were functioning properly. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: on investigation, the pump powered on with fully functioning vibration; the vibration feature worked properly on testing. Investigation did not duplicate the complaint. Unrelated to the complaint, the battery compartment was noted to be cracked with moisture corrosion present on the backside of the battery compartment, the display was found to be dim/faded and discolored, the up-arrow keypad button was found to be over-responsive and the button contact was cracked.